Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners and belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer also reported that the insulin pump had a button error alarm the day before the call. The customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.